Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level as related values were unknown or unreported. The technical support team provided instructions for putting the pump into storage mode and advised the caller on procedures upon receiving a replacement pump, which would include updated software. A replacement pump was sent, and the caller was instructed to return the problematic pump using a pre-paid label within ten days.